Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she feels her near vision has been "compromised significantly" and now requires a magnifying glass to read labels, restaurant menus and often newspaper articles if bright light is not readily apparent. She reported that prior to surgery, she did not require glasses of any sort for near vision. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested on 01/20/2013 and 02/01/2013 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).